Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse replaced the purge fill assembly and the filter assembly tubing to correct the issue. Subsequently, the fse completed pm service including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the k6, k6a, k7, and k8 solenoids on the cs300 intra-aortic balloon pump (iabp) failed the leak test. In addition, the k5 solenoid was observed to be defective. There was no patient involvement and no adverse event was reported.